Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID 8780 ,lot/serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019; product type catheter; ubd: 14-may-2021, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent once analysis is completed.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of lioresal via an implantable pump for intractable spasticity. It was reported on (B)(6) 2019 a revision/replacement procedure occurred and the pump segment of the 8780 would not flow. It was also reported the sutureless connector was very difficult to attach to the pump. It was reported the device was used with/in the patient for treatment and there was no death or patient injury. The patient's status after the procedure was provided as "recovered without sequela." The device was replaced and returned to the manufacturer for analysis. No further complications were reported or anticipated. Additional information was received from the manufacturing representative (rep). The rep reported the pump replacement was due to the elective replacement indicator (eri) and there were no issues known. Regarding the report the catheter would not flow, this happened when the catheter was hooked up to the pump and also when tried with a syringe on the sutureless connector. It was reported the old catheter was removed prophylactically, as planned, because the old catheter length was unknown. It was reported that the healthcare provider was unable to get flow with the catheter when the catheter was hooked up to the pump being replaced. It was clarified that the healthcare provider encountered difficulty attaching the catheter to the new pump. The rep confirmed that the inability to aspirate the catheter and the difficulty attaching the catheter to the pump occurred with the same catheter, and the device was not used. This catheter was returned for analysis. A new catheter was implanted. The physician re-tunneled to the midline incision and connected the catheter to this point. No symptoms were reported. The rep confirmed they were present at the replacement procedure and observed the issue. The patient's weight was unknown.

Manufacturer narrative:
Product ID 8780, lot/serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Evaluation of implantable catheter lot/serial# (B)(4) revealed no significant anomalies. The catheter was found to be patent and passed pressure testing in the lab. If information is provided in the future, a supplemental report will be issued.